Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they stopped wearing the aligners as instructed in the letter they received from byte. They were already having issues with their upper and lower teeth. Their dentist informed them since byte kept adjusting the top teeth but did not adjust the bottom teeth their bite is out of alignment. The patient provided a letter from their dentist. The dentist stated in the letter the patient presented with several complaints after beginning the byte aligners. These included jaw pain, headaches and new wear due to bite discrepancies that developed as a result of the aligners. Due to the patient's nature of their malocclusion clear aligner treatment was not the ideal option and because of this they developed issues with their bite. Since the patient stopped wearing the aligners their bite issues have since resolved as their teeth have moved back to their original positions but is now left with the same malocclusion they had started with at the start of treatment. The patient is recommended to be seen by an orthodontist for traditional arch wire.